Manufacturer narrative:
Cont'd from medical devices: 100ml fresenius kabi lot 16mb0101 exp 01 2020 diprivan, therapy date: (B)(6) 2018. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infusion of 1000mg/100ml bottle of propofol was intended to administer in 4-5 hours but infused in 1 hour. There was no patient harm.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pump overmfused" an incomplete date of event of xx-dec-2018 was provided.

Manufacturer narrative:
Additional information provided: the customer¿s report of an overinfusion was confirmed. Physical inspection of the device noted a broken platen at the upper post. The post was complete detached and lodged in the membrane frame hinge. Review of the pcu error log showed no errors or malfunctions. Analysis of the pcu event log identified drug ID 357 (propofol) programmed to infuse on the source pump module s/n (B)(4) on (B)(6) 2018 at 4:01 am. The pump was initially programmed to infuse at a rate of 26.796ml/hr vtbi 30ml. The log shows that there was an air in line alarm that occurred immediately after the start of the infusion. The log shows the user channeling the device off and 3 minutes later selects the pump and restores the previously programmed infusion. At 5:13 am the infusion completes and enters kvo. The unit is selected and the vtbi is changed to 20ml. The log shows between 5:16 am and 5:27 am the user selects the pump and programs dose modifications. Each dose modification made changes the rate of infusion. At 5:27 am the pump is infusing at 19.488ml/hr. At 5:29 am, the pump is selected and a vtbi change is made. The vtbi is changed to 95ml. At 5:58 am the user clears the volume infused. At 6:00 am, the user reviews the propofol infusion setup. The log shows between 6:00 am and 6:15 am, the user¿s selects the pump module and 4 dose modifications are made. The last modification to the dose, changes the infusion rate to 2.346ml/hr. The pump module is selected between 6:00 am and 6:15 am, 4 dose modifications are made the dose modification made at 6:15 changes the rate to 2.346ml/hr. At 6:21 am, the pump module was channeled off and at 8:04 am the unit is removed from the pcu. At 8:06 am, the pump module is selected and the previous programmed infusion is restored. The infusion dose is 20 mcg/kg/min at a rate 9.744ml/hr. At 8:34 am, a dose change is made which changes the rate to 7.308ml/hr. At 9:07 am, the pump alarms for air in line. The user then channels off the device. The log shows between 9:09 am and 9:30 am, the source pump module is selected and previously programmed infusion is restored, then the pump is immediately channeled off. At 9:32 am, the pump module is removed from the system. The calculated volume infused is 56.384ml. Rate accuracy testing was performed and device was out of specification. Testing was performed with a good platen and membrane frame installed found the device infusing within specification. The root cause of the customer¿s report of an overinfusion was found to be the result of a broken upper platen hinge post. Platen movement due to the broken upper hinge post did not allow the upper occluder to sufficiently occlude the pumping segment during the pumping cycle, allowing fluid to flow from the bottle unregulated.

Event description:
The customer reported that an infusion of 1000mg/100ml bottle of propofol was intended to administer in 4-5 hours but infused in 1 hour. There was no patient harm.